Event description:
A 28mm x 16mm diameter x 16.5cm length bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in a patient in 2000. It is reported that the patient did not attend follow-up post implant with the patient's implanting physician. It is reported that the patient developed a type iii endoleak (leak between components of a multi-segment endograft) of the contralateral leg of the stent graft. The limb stent graft dislodged from the bifurcated stent graft. It was reported that the aneurysm ruptured in 2001 but the rupture was well encapsulated. The patient was surgically converted for repair of the aneurysm. The explanted device will be sent for evaluation and investigation. CT scans will be sent to medtronic ave for evaluation and interpretation by an outside independent physician.

Event description:
Imaging received and interpreted by an outside independent physician on event date included a scout film x-ray showing aortic cuff-stent graft body disjunction with poor modular over lap in a severely angulated aortic neck. The CT scan review demonstrated an inadequate proximal aortic neck fixation seal/zone. Aortic cuff and stent graft body disjunction was noted. The physician states that a contained abdominal aortic aneurysm rupture with a type I or type iii proximal endoleak, possible aorto-caval fistula was noted. The physician concluded that the pt presented with an abdominal aortic aneurysm rupture and a severely angulated aortic neck with aortic cuff-stent graft body disjunction. The physician noted poor pt selection and poor technical result with poor fixation seal/zone.